Event description:
Boston scientific received information that this patient with an right atrial (ra) lead complained of dizziness. Pacing spikes on the t-wave was also observed. Upon interrogation, loss of capture and intermittent sensing of ventricular signals were noted on the lead. The lead was also occasionally pacing the ventricle thus the right ventricular (rv) lead ended up pacing on the t-wave after atrioventricular delay. A chest x-ray showed that the ra lead had dislodged to the tricuspid valve. The device was reprogrammed and later on, the lead was repositioned. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.